Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The charger's event log was evaluated. There were multiple thermistor error messages at the end of the event log, specifically "red err flash: thermistor reading out range". The analog to digital (a2d) counts recorded by the charger on the thermistor line must fall within a specified range. If values are outside the range, thermistor accuracy cannot be confirmed and an error condition is displayed. Evaluation of the clinical power handle returned under this product event identified that the battery cells had vented, and battery electrolyte had been expelled from the battery cells. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. This battery electrolyte most likely contaminated the charging bay; this contamination prevented the charger pogo pins from functioning as intended. The electrolyte is conductive, and would therefore create false readings on the thermistor line, leading to the red error lights identified in the software event log. This would prevent the powered handle from charging. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to laparoscopy assisted distal gastrectomy, while charging the handle, smoke came out from the elect rode part of the charger. Therefore, the charging was stopped. When checking the handle electrode part, something like black soot was found to be attached. The electrode surface of the charger was in a partially melted state. After that, the handle was charged with another charger, but red indicator flashed and the charging could not be performed with handle; however, other handles were able to be charged with the charger. In addition, the power also did not turn on. There was no patient involvement.

Manufacturer narrative:
The event is no longer considered as a malfunction, and is now classified as a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.